Manufacturer narrative:
This event occurred during an unspecified date in (B)(6) 2018. The lot was manufactured january 22, 2018 - january 23, 2018. Two (2) devices were received for evaluation containing approximately 270 ml of drug solution in the bladder. A visual inspection was performed and it was noted that there was no flow at the distal luer when the luer cap was removed. It was also noted during the visual inspection that there was white drug precipitate inside the bladder and inside the tubing line of both samples. The cause of the no flow was the excess drug precipitate blocking the fluid path inside the tubing line. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow through two (2) large volume folfusors which were filled with 270ml flucloxacillin 1350 mg. This event was observed before use of the device. There was no patient involvement. No additional information is available.